Manufacturer narrative:
The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a bsc mesh was implanted on an unknown date. According to the complainant, a urethral erosion was noted when the patient came for a check up. All other information is unknown. Should additional relevant details become available a supplemental report will be submitted.